Event description:
It was reported that the output power on the radiofrequency ablation generator was not stable when using the temperature control mode. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of unstable output when using the temperature control mode, the device passed its final functional acceptance testing and additional bench testing. The device performance was within specification. It was noted that there was a damaged segment in the liquid crystal display and it was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.